Event description:
Pt augmented with mentor saline implant. No apparent problems. Approx 4/2001 pt notice deflation of left breast implant. Pt underwent removal of let deflated implant with replacement of implant with another mentor saline implant. Implant was removed intact with no obvious defects at time.